Event description:
Patient reported she has 4 affected lots of cassettes. Patient has lot 4321040, 4315909, 4268036 (expiration dates not provided). She is currently having no symptoms or issues with her pump. She says she has had a no disposable alarm go off in past and she has fixed it, date of event unspecified, lot number of cassettes at time of event unspecified. Advised this recall is due to possible over/under infusion of drug. Her next cassette change is tomorrow at 1:30 pm. Advised if patient starts to experience any symptoms, she needs to go to hospital. Patient verbalized understanding. She was there recently for a line infections and was on antibiotics. Line infection recently reported on (B)(6) 2022. Hospital admit date, discharge date or length of stay not specified during this report. Pharmacy to ship replacement cassettes to patient. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown, position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? No all affected lots. If no, what was the patient instructed to do in able to continue their infusion? Continue infusion as long as no symptoms, if any symptoms arise, go to emergency room. Reported to (B)(6) by: patient/caregiver.